Event description:
The customer contact reported a delay of critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of dopamine via an internal jugular triple lumen catheter and the delivery was started. No specific programming parameters were provided. It was reported the container size was 100ml or 250ml. After an unspecified length of time, the nurse reported the device alarmed proximal occlusion. At that time, the nurse reported there was no occlusion alarms occurred "8-10 times" during a 12 hr shift. The duration of the delay due to the alarm condition was not specified. At that time, the device remained in clinical use. After an unspecified length of time, the device was removed from clinical use. Therapy was resumed using a replacement device. Although there was potential for serious injury, the customer contact reported the pt's status was serious but unchanged. Though requested, no add'l info was provided, including pt the pt's vital signs.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.